Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a few months post implant of the implantable cardiac monitor (icm), the device had migrated a few millimeters out of the pocket "due to lack of fat tissue of the patient who was a child". The physician removed the device and re-implanted with the use of a suture. The pocket later became infected and the device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.